Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. Technical services were consulted and confirmed that the device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was received that this device was explanted and replaced. No additional adverse patient effects were reported. It is currently unknown as to whether this device is available for return.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. Technical services were consulted and confirmed that the device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.